Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a ¿scan again in 10 minutes¿ sensor error message on the 10th day of wearing the adc device and being unable to obtain readings. The customer further reported experiencing hypoglycemic symptoms and was unable to self-treat. Customer received 3 sachets of sugar from their spouse for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. An extended investigation has also been performed on the returned sensor. Visual inspection was performed on the returned de-cased sensor, no issues were observed. The returned battery was measured, and results were found out of specification. Therefore, this issue is confirmed to brown out reset condition associated with a dead/low battery. In addition, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) was updated based on the returned product.

Event description:
A customer received a ¿scan again in 10 minutes¿ sensor error message on the 10th day of wearing the adc device and being unable to obtain readings. The customer further reported experiencing hypoglycemic symptoms and was unable to self-treat. Customer received 3 sachets of sugar from their spouse for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.